Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate surgery the lens was explanted. At a later date a replacement lens of a shorter length was implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.

Manufacturer narrative:
H6: investigation type code: 4110, lens work order search-no similar complaint event(s) within associated lots were found. H11: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: d2: common device name: 'phakic torie lntraocular lens, product code: qcb' should be removed and 'phakic lntraocular lens, product code: mta' should be added. D4: model #: 'vtich 13.2' should be removed. D4: serial #: (B)(6) should be removed. D4: primary unique device identifier (UDI)#: (B)(4) should be removed. H4: device manufacture date: '03/07/2024' should be removed. Claim #: (B)(4).

Manufacturer narrative:
Additional data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and elevated iop. In a separate surgery the lens was explanted. At a later date a replacement lens of the same model and power; two sizes shorter length was implanted and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim# (B)(4).